Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was hospitalized from (B)(6) 2021 to (B)(6). The patient stated that a doctor changed her from the right to the left as she could not ever feel stimulation on the right side so he thinks something is wrong with the device.